Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A patient's vns treating physician reported that they had a patient whose device was programmed off for an MRI procedure and upon return and testing it showed high lead impedance. Testing was not performed prior to programming the vns off for their MRI. The office reviewed patient x-rays and a lead break was noted. The patient is being referred for full revision surgery. The patient was not reporting painful or erratic stimulation, and there has been no increased in seizure activity. Their device was programmed off. Good faith attempts are underway for further information.